Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the power led's were not working due to contact failure. The fse replaced the power switch overlay to resolve the reported issue.

Event description:
The customer reported that during servicing the power light emitting diodes (led) on the unit were not working. The customer reported there was no patient involvement. The event date was not specified; estimate used.